Event description:
The physician reported to the hospital's nursing team and steering committee that the hemostatic surgiflo, used in neurology surgery - microsurgery for the removal of intramedullary tumors - resulted in post-surgical infection; due to product residues causing bacterial colonization at the application site. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes patient status/ outcome / consequences --> no.